Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the device showed a sudden drop in battery longevity within one year, dropping from 10 years remaining to 1 year remaining. The device was explanted on (B)(6) 2019, and replaced. No adverse patient effects were reported. The device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported the device showed a sudden drop in battery longevity within one year, dropping from 10 years remaining to 1 year remaining. The device was explanted, and replaced. No adverse patient effects were reported.